Event description:
It was reported that the ilet user inserted an infusion set without removing the needle guard and asked if it would still function after deployment. The user was instructed to replace the set and troubleshooting and education were completed. No reported clinical effects, alerts, or alarms. Outcomes included no impact beyond the need to change the infusion set. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed incorrect deployment of the infusion set due to failure to remove the needle guard, consistent with user handling of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error.